Manufacturer narrative:
The investigation has determined that higher than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality controls and ortho ipth quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1840 on a vitros 5600 integrated system. The cause of the event is an instrument issue related to the performance of the vitros 5600 system. Results from the customer¿s alternate vitros 5600 system using the same vitros ipth reagent lot and biorad controls were within expectations. The customer continues to work with ortho on troubleshooting the issue and service has been suggested.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality controls and ortho ipth quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1840 on a vitros 5600 integrated system. Biorad lot 64990 level 2 results of 283.88 and 273.96 pg/ml vs an expected result of 207.6 pg/ml biorad control lot 64990 level 3 results of 1018.30 and 973.07 pg/ml vs an expected result of 722.6 pg/ml ortho ipth control lot 1150 level 1 result of 41.6 pg/ml vs an expected result of 31.2 pg/ml ortho ipth control lot 1150 level 2 result of 114.8 pg/ml vs an expected result of 83.6 pg/ml ortho ipth control lot 1150 level 3 result of 744.9 pg/ml vs an expected result of 514.1 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results were from quality control fluids and no results were reported from the laboratory. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4) .